Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The results of the investigation have concluded that the root cause for the breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
The locking screw sheared off as it was being torqued in. Broke at the bone level and was left in the patient. No other issues. The rest of the plate was fixated without complication.